Manufacturer narrative:
Eval codes, results - unapproved use of device. Conclusions - device failure related to user handling (unapproved use of device - device is indicated for use in the biliary tree).

Event description:
A 10mm diameter x40mm length bridge assurant biliary stent system was inserted into a pt for the treatment of an iliac artery lesion. Vessel morphology is unknown. It was reported that one month later the stent had migrated to the patient's lungs. The pt had a secondary intervention to remove the stent. No additional details have been obtained.